Event description:
Patient presented to the physician with inability to chew, severe pain when sticking out their tongue, and severe left-sided facial pain in the eye, ear, and jaw. Physician prescribed pain medication.